Manufacturer narrative:
Medwatch sent to FDA on 21/nov/07. The reporter of the complaint was asked to return the product for analysis and to indicate the product serial number, date of event, implant date and explant date. The information has not been received by allergan. The connector type cannot be identified nor can an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. According to the reporter of the event the device will not be returned to allergan since the event described in the journal article happened to long ago and the device is not available anymore. The facilitator of the study indicated that the physicians conducting the study are either retired and/or not reachable and/or can not be determined for any additional follow-up. The information provided through the journal article is the only information available at this time. Device labeling addresses the possible outcome of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur." The physician exonerated the device. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.

Event description:
An allergan company representative reported reading an article regarding a research study on laparoscopic adjustable gastric banding (lagb) surgery. Death had occurred in one patient of the study. The patient died on the 15th post-operative day after acquiring pneumonia. Follow-up of the local allergan distributor noted, that the physician and author of the study exonerated the device. At this time, allergan can not confirm or deny that the device mentioned in the newspaper article is in fact an allergan lap-band system. This event is being reported because allergan's approach is to resolve all doubt in favor of reporting.